Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. The patient¿s nurse described the area as red and inflamed under the equipment. There was no alleged device malfunction contributing to the rash. There is no indication that the patient received medical intervention. It's unclear if the nurse who spoke with support services applied any creams or ointments to the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Na.